Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 104 mg/dl. The customer stated that she had a low battery so she changed the battery and the display would not come on. Troubleshooting was initiated for the blank display. The customer confirmed that there was no physical damage on the pump and that it had not been bumped, dropped, or exposed to moisture. However, the battery contacts appeared corroded and there is a brownish, whitish substance on them. A replacement battery cap was shipped to the customer to rule the battery cap out as an issue. No products were returned.